Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 05/08/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/08/2015 with the following findings: investigation revealed a crack in the battery compartment. Unrelated to the complaint, testing revealed the time and date reset to factory settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. Also unrelated to the battery compartment issue, the audio bolus button was found be torn. The audio bolus button responded appropriately. (B)(4).